Manufacturer narrative:
Device evaluated by manufacturer: the rotapro and rotawire were returned for analysis. The burr catheter was received attached to the advancer unit with the wire inside the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the annulus was damaged. The damage to the annulus is consistent to damage caused due to interaction with the guidewire. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer was then connected to the rotapro control console system. The advancer was able to reach optimum speed. When placed in dynaglide, there were no issues with the speed. During functional testing there was no abnormalities or damage to the device, and it ran with no issues. An attempt to remove the wire was made and the wire was able to be removed with no resistance or issues.

Event description:
It was reported the rotapro became stuck on the rotawire. A 1.5mm rotapro and rotawire were used in a coronary atherectomy procedure. After performing rotational atherectomy, dynaglide mode was used during removal. There were a few pauses and inconsistencies in rotation using dynaglide. The rotapro seemed to be stuck on the rotawire. The rotapro and rotawire were pulled back gently together. The procedure was successfully completed and there were no patient complications.

Event description:
It was reported the rotapro became stuck on the rotawire. A 1.5mm rotapro and rotawire were used in a coronary atherectomy procedure. After performing rotational atherectomy, dynaglide mode was used during removal. There were a few pauses and inconsistencies in rotation using dynaglide. The rotapro seemed to be stuck on the rotawire. The rotapro and rotawire were pulled back gently together. The procedure was successfully completed and there were no patient complications.